Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the result of replication testing, a likely reason for the falling of the grasping section might be the following: 1. An excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. 2. Since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: "when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar." "Should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure had to be completed with another device and the reported malfunction did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) was required as a result of the reported problem. No other devices were connected to the subject device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report #2429304 - 2023 ¿ 00159.

Event description:
The customer reported to olympus that three thunderbeat 5 mm, 35 cm, front-actuated grip type s displayed unspecified probe errors during therapeutic hysterectomies. The customer later clarified that the thunderbeats broke during surgery inside a patient in three separate events. The jaw pieces reportedly broke. It was unknown whether the device fell inside the patient and how the device was retrieved. Additional information has been requested but no further information was obtained. There was no report of any prolonged or cancelled procedure. There was no harm or user injury reported due to the event. This event is reported under the following related patient identifiers: (B)(6) - procedure 1/3. (B)(6) - procedure 2/3. (B)(6) - procedure 3/3.